Manufacturer narrative:
Plant investigation: out of box was confirmed due to zero completed treatments found in the patient¿s treatment history. Blank screen was confirmed with testing. Exterior inspection revealed a blank display with no backlight but led functioned normally. Internal inspection revealed t1 on inverter board had burn damage on it. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements.

Event description:
Peritoneal dialysis patient contact requested technical support after encountering the display screen shutting off during treatment. After attempts at troubleshooting, a replacement cycler was arranged. Follow up with the patient indicates that no treatments were missed. There was no indication of any patient complications as a result of the alleged event.